Event description:
Philips received a complaint on the efficia dfm100 device indicating that the lcd is faulty. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
The authorized service provider (asp) engineer evaluated the device and determined screen was flickering. The ¿453564862431 dfm100 display assy 1.1¿ was replaced to solve the issue.